Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. Customer changed the pump supplies and resumed insulin delivery.